Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, creases fold, broken shell and black particles. A visual and microscopic analysis was performed which identified broken crease sharp on posterior, striated opening on anterior, missing orientation dot and wear abrasion. Based on the device analysis the final assessment is a broken crease sharp on posterior assessed as fold flaw opening and missing orientation dot assessed as inconclusive additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.